Event description:
It was reported that externalized conductors were observed via x-ray. The lead was explanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External and internal insulation abrasion was noted at 57.0-57.5cm and 57.3-57.9cm from the connector pin. Externalized conductors due to external and internal insulation abrasion were noted at 56.0-58.6cm from the connector pin. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 58.0-58.2cm from the connector pin. External and internal insulation abrasion was noted at 57.9-58.6cm from the connector pin. The etfe coating was abraded at this location.